Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary monitor pedal pulses.

Event description:
It was reported that following a pre-deployment angiogram, an 8f angio-seal was selected for use. The device was pulled back approximately 1 cm beyond the compaction tube marker. One day later, during dialysis with heparin, the pt experienced bleeding. The pt's hemoglobin level dropped to 6-7g/dl and blood transfusion was given (unit unk but was a significant amount). The pt recovered and was discharged from the hospital. The physician stated that the pt could have experienced bleeding due to the punctured hole that was torn due to arteriosclerosis induced by dialysis. The physician was in the training process for the angio-seal evolution with the st jude medical sales representative present. No additional info is available.